Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field. Describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was pericardial effusion occurred. The procedure was aborted. It was reported that versacross access solution was selected for laac procedure. During the procedure, the patient was placed under anesthesia, and the procedure was begun. The physician was got an access and asked for 5,000 units of heparin. Transeptal position was viewed in short axis and bicaval views and transeptal was performed in a mid/ inferior position using the versacross transeptal sheath and wire. Post transeptal, the patients experienced a drop in blood pressure with pericardial effusion noted by cardiac imager. Patient was monitored by anesthesia, the physician and cardiac imager. Heparin was reversed with protamine for that physician decided against doing a pericardiocentesis. The procedure was aborted and patient did not receive the watchman implant. The patient is expected to fully be recovered as patient stayed overnight as planned to discharge on (B)(6) 2025. There was a minor pericardial effusion noted prior, noted under the right ventricle on tee. The effusion increased in size after transeptal puncture. The device is not expected to return as discarded. It was further reported that the versacross device was inside the patient body when patient complication begun, they just gone transeptal. The versacross did not malfunction during the procedure. The patient was hospitalized for the standard of care. The patient was discharged the day after the procedure.the patient experienced soft blood pressure at the time of the incident that were supported by anesthesia. The patient was then able to stabilize on their own.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was pericardial effusion occurred. The procedure was aborted. It was reported that versacross access solution was selected for laac procedure. During the procedure, the patient was placed under anesthesia, and the procedure was begun. The physician was got an access and asked for 5,000 units of heparin. Transeptal position was viewed in short axis and bicaval views and transeptal was performed in a mid/ inferior position using the versacross transeptal sheath and wire. Post transeptal, the patients experienced a drop in blood pressure with pericardial effusion noted by cardiac imager. Patient was monitored by anesthesia, the physician and cardiac imager. Heparin was reversed with protamine for that physician decided against doing a pericardiocentesis. The procedure was aborted and patient did not receive the watchman implant. The patient is expected to fully be recovered as patient stayed overnight as planned to discharge on (B)(6) 2025. There was a minor pericardial effusion noted prior, noted under the right ventricle on tee. The effusion increased in size after transeptal puncture. The device is not expected to return as discarded.